Event description:
The ppe gown used by the endscopy staff has been ripping at the seam on the sleeve on several different occasions during procedures. This presents an obvious breach in protection for the staff.